Event description:
It was reported that the ilet displayed an alert 38 indicating a motor stall, and the user restarted the device multiple times; the agent verified adequate charge, performed a dry run exceeding 120 units without alerts, rewound the ilet, connected new supplies, and resumed insulin delivery using a 23" 6 mm cannula infusion set with specified cartridge, connector, and infusion set lots. Symptoms included hyperglycemia, with a reported blood glucose of 269 mg/dl. Outcomes included continued monitoring by the user with the device functioning normally after troubleshooting and no further alerts. Investigation included remote troubleshooting, a dry run to assess motor function and insulin delivery, and replacement of infusion supplies due to multiple sets used. Investigation of this case revealed a consecutive motor stall alert consistent with an intermittent delivery obstruction or infusion set issue, with device performance deemed acceptable after supply replacement and dry run verification. It was concluded, based on previously established findings for similar reports, that the cause was probable infusion set or consumable-related obstruction leading to transient motor stall, resolved with supply change and system reset.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.